Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "self check failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluation: the device was not returned to zoll medical corporation; instead a zoll representative went on site to evaluate the device. The customer's report was observed but not verified. The device's smart pneumatic module board and o2 valve were replaced to resolve the report. Analysis for reports of this type has not identified an increase in trend. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact due to the device would not have been put into service.

Event description:
Complainant alleged that during biomed testing, the device failed calibration test. Complainant indicated that there was no patient involvement in the reported malfunction.